Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump powered on with a blank display screen. The pump was opened and the display was found to be cracked. A test screen was inserted and functioned appropriately.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. It was reported that the display was dim and faded and looked red. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.